Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Before inserting the entire cannula and jaws into patient, harvester noticed that the wire or coating on jaws had peeled up. It was not noticed if it was like this when it came out of the package or after it was inserted the jaws into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 17mar2020. An investigation was conducted on 18mar2020. There were signs of clinical use on the jaws. Specks of blood were observed on the harvesting tool handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away and slightly twisted from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation on the both jaws was observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" is not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure "material twisted/ bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Before inserting the entire cannula and jaws into patient, harvester noticed that the wire or coating on jaws had peeled up. It was not noticed if it was like this when it came out of the package or after it was inserted the jaws into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.